Manufacturer narrative:
The lot/batch/serial is unknown. Therefore, a service history review cannot be performed. No further information was able to be obtained from this customer. With no additional, related information provided, the customers¿ reported event was not able to be confirmed. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the phacoemulsification handpiece vacuum was poor during phacoemulsification phase of a cataract procedure with intra ocular lens implant. The surgery was completed. Patient impact was not reported